Event description:
It was reported that this patient presented to the emergency department following an inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD). The device data was forwarded to boston scientific technical services (ts) for review and it was discussed that this shock in the alternate sensing vector was most likely delivered due to t-wave over-sensing. The over-sensing was exacerbated by decreased r-wave amplitude measurements. Ts stated that there were multiple untreated episodes of t-wave oversensing and three episodes of inappropriate shock therapy, in addition to the smartpass feature disabling, in the alternate sensing vector. However, it was discussed that the current programmed vector had the highest r-wave amplitude measurements. It was stated that the physician could reperform the automatic set-up tool to re-evaluate the sensing vectors, as well as determine whether the smartpass feature is clinically appropriate. The patient did not want to keep the s-ICD implanted, so the physician subsequently explanted the system. No additional adverse patient effects were reported. The explanted system was retained by the patient and is not expected to be returned for analysis.